Event description:
The surgeon reported that upon completing nucleus removal, a visible bubble was present behind the remaining quadrant. Upon engaging the final quadrant with the phaco handpiece the bubble disappeared, followed by an opening in the posterior capsule. A vitrectomy was performed and a sulcus lens was implanted.

Manufacturer narrative:
No device malfunction was reported. A company physician was onsite for surgery support to investigate the issue. While onsite, the surgeon explained that in retrospect she thought the capsular tear originated during hydrodissection. Capsular tears are an inherent risk of cataract surgery. (B)(4).